Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). We (arjo) are in process of returning the device back to manufacturer for further evalution.

Manufacturer narrative:
On 30 nov 2018 arjo was notified about a complaint involving enterprise 8000x bed. Following the information reported the radius arm detached from the bed's frame and the bed collapsed for about 2 inches. It happened when the nurse tried to lower the head section of the bed. When this malfunction was observed, the patient was removed from the bed and the device was taken out of use. There was no injury or other medical consequences reported. Based on the above-mentioned information, it was decided to report this malfunction to the competent authorities as it may pose a risk of patient's fall upon malfunction reoccurrence. On 05 dec 2019, the arjo representative visited the facility to evaluate the device. The inspection confirmed that although the c-clip securing the radius arms was present, both radius arms detached from the bed's frame. It was also confirmed that the support frame was bent. The manufacturer- factory in poland was informed about this malfunction and it was decided to return the bed for further analysis. The involved enterprise 8000x bed was returned in january 2019 and the investigation was carried out. The visual inspection confirmed findings, which were presented after arjo technician's evaluation. To recreate the reported malfunction, some tests were conducted by arjo engineering team. The results achieved demonstrate that only when very specific conditions occur, the radius arm may detach from the bed's frame. The first one when the backrest is locked with the obstacle e.g. Windowsill (in the position of 45 degrees) and pushed till the actuator limit, then the bed is gently pulled by the foot section of the bed leading to the radius arm detachment. And the second one when the obstacle is put between the base frame and radius arm without the c-clip on the radius arm. The second scenario can be rejected because the c-clip was still in place. These findings allow concluding that the radius arm would not detach when the bed is handled in accordance with the instruction for use. The instruction for use dedicated to the enterprise 8000x bed (746-577-UK rev.11) includes information and warnings, which are mandatory for the safe and effective use of the bed, including the safety of patients and caregivers. It is indicated that: "when the bed is operated, make sure that obstacles such as bedside furniture do not restrict its movement". If this warning is followed, there is no risk regarding the radius arm detachment- as proved during the testing. It is worth noting that all enterprise 8000x beds have been designed, produced and certified to meet the requirements of standard 60601-2-52. This confirms that the beds are stable devices which are not falling apart during usage accordingly to product instruction for use. The claimed bed with serial number (B)(4) manufactured on 24 may 2018 was checked before being distributed to the customer and verified to meet the required manufacturer's specification. The device history record has been reviewed and no anomaly was found that would affect the bed's stability. To sum up, the enterprise 8000x bed was used with the patient when the radius arm detached and the bed dropped for 2 inches. During the evaluation, it was confirmed that the bed did not meet the manufacturer's specification. The investigation carried out at the manufacturer site allowed to determine that the radius arm detachment can occur when the bed is handled not in accordance with the instruction for use. Although there were no injuries reported, the complaint was decided to be reportable due to the allegation of the radius arm detachment and bed's collapse, which may pose a risk of patient's fall.

Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Additional information will be provided upon conclusion of the manufacturer's investigation.

Event description:
Following the information provided while the nurse was trying to lower the backrest section of the bed the device was making a grinding noise. Than as a result of radius arm detachment the bed suddenly collapsed. The patient was removed off the bed and the device was taken out of use. There was no injury nor other medical consequences reported.